Event description:
It was reported by the customer that the intra-aortic balloon (iab) had a ruptured. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person, phone, and email: (B)(6). Due to characterization limit e1: event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d8 should be empty, e1- other contact number is (B)(6), h6 medical device problem code. It was reported by the customer that the intra-aortic balloon(iab) had a ruptured. There was no patient harm or injury reported. This device was placed back in use. Performed the preventative maintenance as per procedure. Performed the electrical safety testing as per as3551 standard. Performed all calibration checks and adjustments. Replaced any pm parts, internal batteries and seals. Tested for leaks passed. The device is working within specifications and is suitable to use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site email), h6 (type of investigation). Additional event site email: www.health.qld.gov.au.

Event description:
N/a.